Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir opening was chipped off. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin battery opening and belt clip locking mechanism were chipped off and insulin pump taking longer time to rewind. The insulin pump will not be returned for analysis.